Event description:
Dexcom was made aware on 4/3/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction to an infection which occurred seven days after the sensor had been inserted in the abdomen. The patient developed a rash, redness, inflammation, drainage, and pustules under the sensor pod. The patient had an itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023 , the patient consulted a health care provider who prescribed an oral antibiotic medication (doxycycline monohydrate 100 mg, twice per day for 10 days) for the skin reaction. At the time of contact, it was indicated that the patient is okay. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).